Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-00371.

Event description:
It was reported that the customer was hospitalized in the past. The customer stated that since they took him off the insulin pump, his blood glucose has been very high. No further information was provided.